Event description:
It was reported that surgeon was tightening and the graft would retract 5mm. The surgeon would re-tighten and the same thing would happened; always had the same end point. Had to make lateral incision to take out the tightrope and re-did the graft with a competitor's device. Acl reconstruction case.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is pulling the graft up without tension. The following instructions are included in the surgical technique: "do not put any tension on the tightrope, shortening strands until the button has been passed, as this could compromise graft advancement. Important: pull on the graft firmly to confirm fixation. Retension shortening strands if necessary." This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.